Event description:
Per provider, nylon ties are leaking.per independent repair center statement: nylon ties, pc valve are leaking. Replacements made.per independent repair center statement, the unit was low o2 or yellow light. The key failure was nylon tiles for the pc valves are leaking.